Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. Conclusion and root cause: no product available and therefore an analysis is not possible but we assume based on the information available, the root cause of this failure is not product related. Rational: I could be possible that there were problems with the cement technique. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. It was reported that during a total knee arthroplasty it was noticed that the cement did not bond to the implant. No patient harm reported. Surgical delay it caused a revision surgery, approximately 3 hours long. All med watch submissions related to this report are: 9610612-2017-00585.